Event description:
It was reported that ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Review of provided information and device'd logs: on-site investigation was performed by our field service egnineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of nozzle unit, o2 gas module, turbine, pressure transducer printed circuit boards, control circuit board, inspiratory flowmeter and ispiratory channel printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Device's logs confirm occurrence of reported issue. Return of faulty parts is pending therefore further investigation of the issue is required.